Event description:
The pump was returned for investigation. Investigation revealed a display screen issue and a keypad response issue with contamination under the key contacts. This report is made based on results of investigation completed on 11/27/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/27/2013 with the following findings: the pump powered on with a dim and discolored display screen. Additionally, the up arrow, down arrow, and contrast key contacts were intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).